Event description:
The customer was in the emergency room for low blood glucose. The customer has been to the doctor to have their basal rates changed and continues to experience the same low bgs. Reviewed programming and appeared to be correct. Found that the customer was using reservoirs until they were completely empty.